Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported while using a triple reamer over the guide-wire during a dynamic hip system procedure on (B)(6), 2014 the 2.5 mm guide wire snapped leaving the tip in patient. The tip was removed during the procedure with no harm to the patient using an image intensifier. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(4). PMA/ 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.